Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(4) 2011-litigation papers received. Update: (B)(4) 2012, plaintiffs fact sheet (pfs) received (B)(4) 2012. Added femoral head product.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: 2/16/2014 - ppd with medical records received. Medical records indicate that the patient suffered from pain, cup loosening, and that the trochanter was cracked during stem implantation. The stem is being added to the complaint. Stem remains in situ. This complaint was updated on: 03/05/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.